Event description:
It was reported the patient presented to the hospital after a fall and altered level of consciousness due to an infection which resulted in vegetation on the right atrial (ra) and right ventricular (rv) leads. The entire pacemaker system - pacemaker, rv, and ra leads - were explanted. The patient was recovering following the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.